Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad traces. The pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.